Event description:
It was reported that a patient presented with an infection noted on the patient's implantable cardioverter defibrillator, resulting in patient discomfort. The device was surgically explanted and replaced. No information regarding adverse patient consequences was reported.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.